Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image shown on monitor is due to bad cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device didn't recognize the camera when hooked up. It just stayed at the color bars with no errors. The issue was identified when inspected at the time of set up/inspection for use. There were no reports of patient involvement.